Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 13 cm distal the is-1 connector pin, probably with a scalpel. The analysis of the lead fragments showed significant signs of wear and tear. Especially at 17 cm distal the is-1 connector pin, fraying of the insulation from the outside and damage to the coating of the rope conductor to the ring electrode in that area could be detected. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this external fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. This damage manifestation can therefore, with high probability, be considered as the cause for the clinical complaint. Additional damage is probably the result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 85 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.